Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 400 mg/dl. Customer also reported that sensor broke when attempting insert into serter. Customer was advised that sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of opened and used enlite sensor perform the continuity resistance and the sensor failed. A visual inspection was perform and found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened an used. Inspected the introducer needle for burrs, hooks and dull needle tip defects and none was found; the introducer needle passed per specifications.